Manufacturer narrative:
(B)(4). As of (B)(6) 2017, the patient remains in critical condition and is still on ECMO, but the patient is slowly improving. No additional information was provided. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states not to exceed the rbp. The reported patient effects of thrombosis, stenosis, and surgical procedure are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic IFU as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported device operates differently than expected (failure to seal)/stent graft leak. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 3.5x16 rx graftmaster is being filed under a separate manufacturing report number.

Event description:
It was reported the patient initially presented for a routine stenting procedure on (B)(6) 2017. The initial procedure was to treat a heavily calcified, 90% stenosed very tortuous lad. After deploying a non-abbott drug-eluting stent (des), the patient experienced chest pain and a perforation was discovered. The patient became hypotensive, experienced ventricular tachycardia, cardiac tamponade, went into cardiogenic shock, and arrested. Cardiopulmonary resuscitation (CPR) was started, the patient was intubated, medication was given (epinephrine, inotropes, and pressors), and the patient was placed on extracorporeal membrane oxygenation (ECMO). A 3.5x19mm rx graftmaster was deployed at 18 atmospheres (atm), but the perforation continued to leak. A 3.5x16mm rx graftmaster was then deployed at 24 atm, but leaking continued. Post-dilatation was performed in both stents, ultimately sealing the perforation. Pericardiocentesis was performed to treat the cardiac tamponade that occurred pre-graftmaster use. The patient stabilized and had a resulting timi flow of iii at procedure conclusion. The patient was transferred to intensive care unit for recovery. On (B)(6) 2017, the patient experienced chest pain. The mid lad was discovered to be occluded due to both in-stent restenosis (isr) and thrombus. As the non-abbott stent is located in the mid lad and graftmaster stents were deployed throughout the non-abbott stent, it reportedly cannot be stated with certainty which stents the isr and thrombus occurred in. On (B)(6) 2017, lad coronary artery bypass surgery was successfully performed.